Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 5. Reference MFR. Report: 1627487-2016-00050. Reference MFR. Report: 1627487-2016-00051. Reference MFR. Report: 1627487-2016-00087. Reference MFR. Report: 1627487-2016-00088. It was reported the patient experienced intense pain in his abdominal region in addition to muscle spasms in his right back shortly after the permanent implant procedure. Reprogramming and medications helped relieve the pain, however, the patient reportedly presented to the emergency room on (B)(6) 2015. A CT scan revealed curvature on the lead(s) and the physician suspected the lead(s) was possibly sitting on a nerve root. Subsequently, all leads were explanted and replaced. Reportedly, the patient continues to experience similar symptoms with the new leads (device 4 and 5 respectively). The scs system is currently turned off.

Event description:
Device 1 of 5. Reference MFR. Report: 1627487-2016-00050, reference MFR. Report: 1627487-2016-00051, reference MFR. Report: 1627487-2016-00087, reference MFR. Report: 1627487-2016-00088. Follow-up identified the patient no longer experiences abdominal pain and muscle spasms.